Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent an avnrt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during an avnrt case, a pericardial effusion was noticed. There were no visible signs on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice) when checking for a pericardial effusion before going transseptal. Medical intervention provided was a pericardiocentesis and 140cc of fluid was removed. The patient was reported to be in stable condition. Physician thinks the rv catheter may have been on the free wall and punctured through the free wall of the rv. The rv catheter was not a bwi product but was a competitor's quad catheter that had been reprocessed by sterilmed. The physician¿s opinion on the cause of this adverse event is that it was procedure related. Patient remained stable at end of procedure. Patient stayed overnight. No transseptal puncture performed. Ablation was performed prior to noting the cardiac tamponade. There was no evidence of steam pop. The event occurred when preparing for transseptal puncture and doing preliminary study. Correct catheter settings were selected on the generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. This event is being conservatively reported against the thermocool® smart touch® sf bi-directional navigation catheter since ablation had already been performed prior to noting the cardiac tamponade.

Manufacturer narrative:
In the initial 3500a report, a recall number was incorrectly provided. This device and event are not related to the recall provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).